Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No other complaint has been previously reported for this lot number. Based on the investigation performed it is confirmed that the deployment mechanism was actively used when a force transmitting component fractured at the proximal end. A necking pattern found in the distal section confirmed that an excessive release force must have been present during the attempt to release the stent. No indication was found for a manufacturing related issue. Potential factors that could have led or contributed to increased friction and subsequent deployment failure have been evaluated. The event reported may be use related as a 0.014 guide wire was used and because rough handling especially during unpacking may lead to deformation and subsequent release force increase. Based on the information available, a definite root cause for the event reported could not be identified. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit". Furthermore, the IFU and the packaging labels demand for a 0.035" guide wire.

Event description:
It was reported during a vascular stent procedure in an occluded sfa, following a successful atherectomy of the vessel, the vascular stent deployment mechanism failed; therefore, the vascular stent did not deploy and was exchanged over the guide wire for a new vascular stent system that was prepped and deployed successfully. There is no reported patient injury. Upon sample receipt the stent was found partially deployed for 2 mm.